Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. "D4. UDI # - device was manufactured in 2011 and was not subject to UDI requirements". Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical, the rt reported "vent inop (inoperable) alarm while trying to set it up". The customer received the vent and let it run for a little bit and the vent inop alarm came back. He noted that the battery indicator was flashing as well. No patient involvement.